Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A diabetes care manager reported via phone call of hospitalized high blood glucose readings from the insulin pump. The customer was hospitalized for diabetic ketoacidosis. The customer's blood glucose reading was unknown. The diabetes care manager could down download information for the pump because the sticker came off. The customer provided the care manager with the date and time of the issue. No further assistance was required.